Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high impedance in both unipolar and bipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance in both unipolar and bipolar, and a possible lead fracture. The patient was sent for an x-ray and a lead replacement procedure was planned. No patient complications have been reported as a result of this event.